Manufacturer narrative:
(B)(4). Please note that the first report submitted was marked death as an outcome attributed to adverse event in error. This follow-up report is to note that it should have been left blank. There is no adverse event nor death reportable issue in this complaint.

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.